Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to a carotid baroreceptor medicated response, commonly referred to as carotid sinus reflex. The carotid sinus contains numberous baroreceptors, which function as a "sampling area" for many homeostatic mechanisms for maintaining blood pressure. During balloon inflation or stent deployment, pressure can be exerted on the nerves innervating the carotid sinus, which can trigger large changes in heart rate and / or blood pressure. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. There are patient factors that contributed to this event. This is one of two reports submitted for the same event. Please reference MFR. Report #: 1016427-2009-00165.

Event description:
A male patient was admitted for carotid angiography, which revealed a 56% non-calcified stenosis in the right internal carotid artery. The vessel was not tortuous. The angioguard's delivery and the stent placement were successful. Post-dilation (6mm/10atm) was performed with balloon catheter (brand unk). During the procedure, when the post-dilation was performed, the patient's blood pressure was dropped to the value at below 80mmhg and developed a bradycardia. Vasopressor was administered to the patient and he recovered on the day of the procedure. According to the physician, this was occurred by the carotid sinus reflux. There was no neurological symptom on the patient and he is out of the hospital now.